Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that during the intraocular lens implant procedure the surgeon noticed lens was damaged upon implanting into patients eye. There was no patient harm.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. Corrected information provided in d.4. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The account indicated the product was not available to evaluate. The manufacturer internal reference number is: (B)(4).